Manufacturer narrative:
Evaluation summary: it was caused due to a malfunction of the touch panel on the processor. This device is classified as import for export, therefore 510k is not applicable. Model epk-i5500c-us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan

Event description:
When we prepared the demo, we tested all the functions. It was normal. However, when the doctor came, suddenly, the touch panel is not working. The screen was froze. This event occurred at the time of before use. There was no report of patient harm.